Event description:
It was reported that the right ventricular (rv) lead was experiencing noise and oversensing. A fracture was suspected. The lead was removed and replaced. It was noted that the patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086 x2, implantable pacing lead, (B)(6) 2012; (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.